Event description:
Clinic notes dated (B)(6) 2013 indicate the patient had a cluster of seizures back in the end of (B)(6) beginning of(B)(6). The patient had drug levels drawn and did not have any seizures since then to the date of these notes. Attempts have been made for additional information; however, they have been unsuccessful. No additional information has been provided.

Event description:
Clinic notes dated (B)(6) 2013 indicate the patient's vns was titrated that day and diagnostics showed that the device was nearing end of service. The current settings were provided for this date.